Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor siltex round moderate profile 425cc saline catalog #3542670 lot #6739743 sn #(B)(4).

Event description:
It was reported that a (B)(6) -year old female patient underwent primary breast augmentation with mentor siltex round moderate profile 425cc saline breast prostheses. Bilateral deflation was diagnosed visually and by palpitation. As a result, the patient underwent bilateral removal and replacement with mentor smooth round moderate profile 475cc saline breast prostheses on (B)(6) 2018. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
Upon receipt by mentor, the device contained no fluid. White material was observed within the device. No foreign material was observed on the shell surface. During visual examination of the device, product evaluation observed an area of missing material measuring approximately 0.2 x 0.1 cm on the posterior view. Leak testing was performed in accordance with mentor procedures and revealed no additional leakage sites. Microscopic examination of the missing material edges gave no indication as to its cause. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release; product evaluation concluded that the missing material occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since an area of missing material was found on the device. Nonetheless, a microscopic examination of the missing material edges was performed and it did not provide conclusive evidence of what could be the root cause. At this point it is not possible to determine the origin of the white material observed. Mentor performs 100% inspection and testing of all devices prior to release; product evaluation concluded that the missing material occurred sometime subsequent to the removal of the device from its protective packaging. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 5/9/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. On 5/10/2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).